Manufacturer narrative:
After the ventilator had been in storage at the hospital for a long time, the service engineer was changing the expiratory channel connector printed-circuit board (pcb), due to excessive contamination/oxidation caused by a liquid spill on the pcb. The pcb was returned for investigation. Visual inspection confirms the excessive contamination/oxidation on the pcb. The device logs did not confirm the error on the reported date of event. However, problems were found with the 60v power for the flow measurement section on the pcb on the date of (B)(6) . During the pre-use checks performed the same day, there was also problems found with the expiratory valve. The spillage is also on the section on the pcb responsible for the expiratory valve. Our conclusion into this matter is, that the spill of liquid on the pcb led to a temporary short-circuit and generated technical errors and the failure of the pre-use checks. The device was manufactured in 2001 and has an ingress protection degree due to applicable requirements at that time. Since we could trace back the reported problem to (B)(6), the date of event was determined to be (B)(6) 2016.

Event description:
(B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of a liquid spill on the pc board was found. The pc board was replaced and after successful tests the ventilator was sent back in service. The pc board was not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
It was reported that liquid residue was visible on one of the printed-circuit boards in the ventilator¿s patient unit. There was no patient involvement reported. (B)(4).